Manufacturer narrative:
This report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2016-00132 to provide the retention sample evaluation results as well as to report additional information. Additional information provided by the user facility is as follows; a diagnostic procedure was being conducted; the tr band was able to be inflated without issue; the health professional was able to deflate the device after use and; the device was used on the patient's right arm. The actual device was not returned to the manufacturing facility for evaluation. Therefore the investigation results are based upon the user facility information and the evaluation of the retention samples from the reported product code/lot# combination as well as the surrounding lots. A visual examination of the retention samples confirmed there were no visual defects. In addition, functional testing confirmed the products met manufacturing specification. The investigation results verified that the retention samples were the normal product. The exact cause of the reported event cannot be definitively determined and there is no evidence that this event was related to a device defect or malfunction. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2016-00132 to provide the retention sample evaluation results as well as to report additional information.

Manufacturer narrative:
The actual device is not available and the evaluation is not yet complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. For this reason code was used in the conclusions. A review of the device history record of the involved product/lot# combination was conducted with no relevant findings. The customer reported similar events for other devices with the same product code. See MDR numbers 1118880-2016-00131 and 1118880-2016-00133. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Actual device not available.

Event description:
The user facility reported the patient developed a hematoma with the tr band device. Follow up communication with the user facility confirmed the following information: the patient had experienced a hematoma with the large tr band device; the procedure was completed successfully; and the patient was reported as doing okay but required extra care to achieve hemostasis.